Event description:
Reported due to vessel dissection/ occlusion requiring surgical intervention. The physician used a perclose proglide device in a reported successful closure of a arteriotomy site after a diagnostic heart catheterization. The procedure was performed via the right common fempral artery. The vessel was said to be six (6) mm in size with no vessel calcification. It was reported that the pt presented five (5) days post procedure with complaints of leg pain and claudication. An angiogram on the right groin was performed that revealed "no flow" and physician was "unsuccessfully to cross a wire." The pt was taken to surgery for vascular repair. The cardiologists reported that the occlusion was from the deployment of the perclose proglide, however the vascular surgeon reported that the "occlusion was either from the initial access of the artery or the deployment of the perclose proglide device." It was noted that there was a "posterior dissection of the vessel at the site of the initial puncture site with a flap in the vessell wall that may have caused the thrombus leading to the occlusion." At last report the pt was "doing fine," although requested, no additional pt information was provided.